Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00877 thru 3012447612-2018-00882.

Event description:
It was reported that a screw would not install correctly into the plate during installation during surgery. The plate was removed and replaced with alternative plate with the same result so the surgeon chose to not place a screw at that location. A total of four screws were unsuccessfully installed into the plate. There were no reports of patient impacts associated with this event. This is report three of six for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw would not install correctly into the plate during installation during surgery. The plate was removed and replaced with alternative plate with the same result so the surgeon chose to not place a screw at that location. A total of four screws were unsuccessfully installed into the plate. There were no reports of patient impacts associated with this event. This is report three of six for this event.

Manufacturer narrative:
UDI number: na. Additional information: the returned screw was evaluated. The complaint is unconfirmed for the returned maxan screw for the reported failure of not engaging with the plate. Internal testing and inspection showed there was no problem found in the returned device, the device appears to be visually and functionally acceptable. No actions are recommended at this time.

Event description:
It was reported that a screw would not install correctly into the plate during installation during surgery. The plate was removed and replaced with alternative plate with the same result so the surgeon chose to not place a screw at that location. A total of four screws were unsuccessfully installed into the plate. There were no reports of patient impacts associated with this event. This is report three of six for this event.